Manufacturer narrative:
The t:slim x2 user guide states: always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact had switched the pump time settings from am to pm while adjusting the time while traveling. There was no impact to the customer's blood glucose levels. Reportedly, the contact was able to successfully adjust the pump to the correct time.